Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus test. On (B)(6) 2021 , a symptomatic patient had run an at-home antigen sars-cov-2 test and received sars-cov2 positive. Customer re-ran another at-home test and received sars-cov-2 positive again. The antigen test name is unknown. Patient was seen in the clinic and the physician was made aware of both sars-cov-2 positive results that the patient received at home. On (B)(6) 2021 , a sample was collected from the patient. The sample was tested on the xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. The patient had been sent home already when they were informed of their sars-cov-2 negative, flu a positive result and they did not believe it. Patient took another at-home antigen test and received sars-cov-2 positive. Patient then returned to clinic. A second specimen was collected on (B)(6) 2021 and was ran on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The same specimen that was ran the first time on the pert xpress cov-2/flu/rsv plus was repeated on (B)(6) 2021 on the xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported to the physician. On (B)(6) 2021 , a sample was collected from the patient and was tested on abbott binaxnow and resulted in sars-cov-2 positive. Result reported to physician. On (B)(6) 2021 a sample was collected from the patient and was tested on mckesson consult influenza a&b which resulted as flu a and b negative. This result was reported to physician. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm. This case involves a symptomatic patient who tested positive twice for sarscov2 by unknown at-home antigen tests. Another swab was collected in clinic and tested by xpert xpress cov-2/flu/rsv plus, and was positive only for flu a, with normal appearing curves consistent with presence of influenza a viral target. Because of discrepant results, a second swab was collected and was positive for sarscov2 by xpert xpress cov-2/flu/rsv plus, with normal appearing curves. The first swab was then re-tested by xpert xpress cov-2/flu/rsv plus and was positive only for sarscov2, with results very consistent with results from the second swab. Normal appearing pcr curves and no evidence of product malfunction. No known impact to patient. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus test. On (B)(6) 2021 , a symptomatic patient had run an at-home antigen sars-cov-2 test and received sars-cov2 positive. Customer re-ran another at-home test and received sars-cov-2 positive again. The antigen test name is unknown. Patient was seen in the clinic and the physician was made aware of both sars-cov-2 positive results that the patient received at home. On (B)(6) 2021 , a sample was collected from the patient. The sample was tested on the xpert xpress cov-2/flu/rsv plus resulting in sars-cov-2 negative; flu a positive; flu b negative; rsv negative. The patient had been sent home already when they were informed of their sars-cov-2 negative, flu a positive result and they did not believe it. Patient took another at-home antigen test and received sars-cov-2 positive. Patient then returned to clinic. A second specimen was collected on (B)(6) 2021 and was ran on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The same specimen that was ran the first time on the pert xpress cov-2/flu/rsv plus was repeated on (B)(6) 2021 on the xpert xpress cov-2/flu/rsv plus and resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported to the physician. On (B)(6) 2021 , a sample was collected from the patient and was tested on abbott binaxnow and resulted in sars-cov-2 positive. Result reported to physician. On (B)(6) 2021 , a sample was collected from the patient and was tested on mckesson consult influenza a&b which resulted as flu a and b negative. This result was reported to physician. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.